Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced uncomfortable stimulation. X-rays confirmed the lead had migrated. The next course of action is undecided at this time.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2018 to explant, replace and reposition the lead. Intra-operative testing achieved stimulation coverage in the desired areas.

Event description:
Follow-up identified surgical intervention will be undertaken to address the issue.